Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced high blood glucose. The customer's blood glucose was over 600 at the time of incident. The customer stated that the high blood glucose was treated with insulin pen. The customer also stated that it did not result to hospitalization. The insulin pump will not be returned for analysis.